Event description:
It was reported that during a benign prostatic hyperplasia procedure the surgical fiber broke. There was no report of injury to the patient. No additional information has been provided.